Event description:
Customer reports strip vial shows expiration date of 06/30/2009. MFR's inventory system show strip vial expiration date of 06/30/2007. Batch record verification shows strip vial expiration date of 06/30/2007. No adverse event reported. A request was made for the return of suspect product and a replacement was sent.